Manufacturer narrative:
(B)(4). Batch # m52n7k. Eval: pinion axle support. Additional information received: patient: young man, normal weight pre-op diagnosis: spontaneous pneumothorax the device was fired on lung parenchyma. With the first two green (tr45g, lot unknown) cartridges the device functioned normally. During firing of the third green cartridge (tr45g, lot unknown) no anomalies were detected but the device could not be opened and had to be cut out of tissue. It was cut out by using another device dissecting the tissue directly beneath the stuck stapler. Only 2-5 cm of tissue was cut out and will be returned in the jaws of the complained device. The procedure was finished successfully with another device. There were no negative patient consequences. The customer did not report any patient consequence and no change to index procedure like conversion to an open procedure. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45g cartridge loaded on the device. The reload was received partially fired 1/3 and with the lockout spring normal. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic lung resection procedure, while using the third magazine, the instrument could not be opened again. The device had to be cut out of the tissue. No further information is available. Another like device was used to complete the procedure.